Event description:
Caller alleged false negative hcg results. Results as follows: customer returned test devices to the distributor saying they obtained a false negative result. No further info provided. Replacement box of the surestrip one step hcg pregnancy test was sent to the customer.

Manufacturer narrative:
Lot number(s): hcg0090064. Exp date(s): 08/2012. Control: 25 miu/ml hcg urine control lot: hcg111009-02, 100 miu/ml hcg urine control lot: hcg110307-01, 241.0 iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention devices meet qc spec. Details below: correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minutes reading time . (N = 5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N = 5) the 241.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N = 5) conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.